Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the device by zimmer biomet surgical on 20 january 2020 revealed the bottom roller, roller gear, and side plates were worn. The comb had a rough surface, the top handle was damaged, the ratchet handle needed lubrication, and the ratchet gear, spring, and pin was worn. A returned cutter (1,5,1, (B)(6)) was damaged. Repair of the device was not performed because the customer purchased a new device. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
It was reported the crank was not working, investigation showed that comb was also damaged.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the crank was not working. Crank was not spinning freely and the blade is sticking. No adverse events were reported as a result of this malfunction.